Manufacturer narrative:
Reference MFR complaint# mt1998-4-27-205, 206, 207, 208, 209. Exact lot number was unk. Product in stock is as follows: 7764-81, lots 954569, 966707; 9269-51, lot 959276; 9009-53 lots 934130, 934204. No samples were returned. Retention samples were evaluated. Straight pull testing & in vitro testing were performed on each lot with satisfactory results. Review of the lot histories was unremarkable. Without the actual sample we are unable to determine a cause for the reported dehiscence.

Event description:
Customer reports a 19 day old baby underwent surgery for correction of congenital pyloric stenosis and suffered a dehiscence with evisceration of the thick and thin intestine. Upon reoperation, the suture was found to be broken, but the knots were intact.